Manufacturer narrative:
It was reported that mesh was implanted along with concurrent transvaginal hysterectomy and bilateral salpingo-oophorectomy due to stress urinary incontinence. It was also reported that following insertion the patient experienced pain, infection, urinary/bowel problems, neuromuscular problems and other injuries. It was reported that on (B)(6) 2006, patient underwent colon resection due to blockage, and unknown unidentified mass in colon. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that the patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6).